Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with high impedance and high pacing thresholds on the left ventricular lead. The lead was re-programmed, and the patient did not experience any adverse events.